Manufacturer narrative:
Analysis was unable to prime during prime test due to faulty force sensor resistor.

Event description:
It was reported via phone call piston did not stop during prime and the insulin pump alarmed no reservoir. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.